Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6). The patient underwent a revision surgery of the mesh on (B)(6) 2008 and had the mesh removed on (B)(6) 2011, due to pain and erosion. The patient has another surgery scheduled for (B)(6) 2012.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with bso, lysis of adhesions, anterior repair with graft, posterior repair with a mesh, and sacrospinous ligament fixation and cystoscopy, due to cystocele and rectocele, prolapse of the vaginal cuff, b/l pelvic pain, pelvic adhesions and enterocele. It was reported that the patient underwent a mesh revision on (B)(6) 2008. It was reported that the patient underwent an anterior repair with biological graft repair of cystotomy, apical suspension to sacrospinous ligaments, sling and cystourethroscopy on (B)(6) 2012, due to cystocele and sui. No additional information was provided. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-14202. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention, dyspareunia, urgency, incontinence and vaginal discharge. (B)(4).

Manufacturer narrative:
Date sent to FDA: 03/17/2017. It was reported that the patient underwent revision of mid urethral sling on (B)(6) 2012 by dr. (B)(6) due to urinary retention following previous mid urethral sling at the mobile infirmary.